Event description:
A journal article was reviewed which contained information regarding this implantable cardio-defibrillator (ICD) system. The article stated that the patient presented after a two-hour episode of chest pain, "prolonged syncope," and "several body jolts consistent with the delivery of electrical shocks." It was noted that the device had an allegations of "misdiagnosis of ventricular arrhythmia leading to pacing inhibition, syncope, and shocks." The patient's chest x-ray and electrical tests were normal. The article indicated that the patient had an additional lead implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: troubleshooting the malfunctioning implantable cardiac defibrillator. A systematic approach. Card.electrophysiol. Clin. 2014;6(2):207-216. (B)(4).